Event description:
It was reported that an animal underwent a dental procedure on an unknown date and suture was used. During the procedure, there were problems with the needles coming off the wire. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: what was the procedure date? Unknown, multiple occasions. Was there any adverse consequence associated with the patient? Nominal. Additional information was reqeusted. It was mentioned this quality issue occured on multiple occasions: please provide the following information for each event: procedure date. Procedure name. Quality issue experienced. Product number and lot number of device. Number of devices involved. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. No device will be returned for this case. If further details are received at a later date a supplemental medwatch will be sent.